Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient expired after an implant duration of approximately (B)(6), due to av dehiscence with haemorrhage. Per the health care provider, the patient's operation was complex in the sense that she had a very extensive mitral valve annular calcification which had to be removed, with the annulus to be re-constructed. This appeared satisfactory. The patient had a low platelet count in ICU but all bleeding issues resolved on administration of platelets. Her dynamics remained unchanged. Unfortunately, the following day around about 10 am, she developed bradycardia with asystole and severe haemorrhage. She was reopened emergently in the ICU which revealed dehiscence of the av groove near the atrial appendage which was rather surprising as this area was not calcified. Unfortunately, the patient passed away there in the ICU. The family was informed of the outcome. It was noted that this was a complex procedure and the family was happy with how they attempted to manage the problem.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Corrected data: corrected the following information: lot# and expiration date, approximate age of device, device manufacture date.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: dehiscence may occur early or late, and may be the result of inadequate surgical technique combined with friable myocardial tissue. Unfortunately, the edwards device was not returned for analysis; therefore, the root cause of this event could not be conclusively determined. The device history record (DHR) review is currently in process.